Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3587a, lot# l51350, implanted: (B)(6) 1999, product type :lead. Product ID: 3550-09, serial#(B)(4), implanted: (B)(6) 2000, product type: accessory. (B)(4).

Event description:
The patient reported that they fell on (B)(6) 2015 and thought the lead wire might have moved because he was feeling stimulation on both legs when he should have been feeling stimulation only on the left leg. The patient asked if a manufacturing representative (rep) could check the device. The patient's relevant medical history includes complex regional pain syndrome (crps) type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. Additional information received from the patient reported they saw a manufacturer's representative (rep) on (B)(6) and were told there was a malfunction in their unit as a result of their fall. The patient was scheduled to have the complete system replaced on (B)(6) 2016. See manufacturing report #3007566237-2015-03558.

Event description:
Additional information received reported the patient fell in a parking lot in (B)(6) 2015. A month later, the system was checked and found that the lead was fractured. It was replaced in (B)(6) 2016.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7427 serial # (B)(4) showed no significant anomalies and that the battery was at normal end-of-life (eol). Telemetry and output were reported as ¿okay.¿

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.